Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicates that lead impedances were greater than 2,000 ohms. The lead was implanted near the clavicle/first rib area and a lead fracture was confirmed. Surgical intervention was performed. The lead was surgically abandoned and replaced without incident.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing impedances over the past several months. Recently loss of capture (loc) was observed during threshold testing. The physician suspects a partial lead fracture but this could not be confirmed. The patient is not pacemaker dependent and no adverse patient effects were reported. No intervention is planned and the patient will be seen by their physician later this summer. The lead remains in service.